Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event. The clinical engineering supervisor at the user facility further reported that the issue has been resolved as it was determined it was the scope that caused of the issue not the cv-190 video processor. Once reset the unit worked correctly. The faulty scope has been sent back as the image would not appear and would be grey. Was able to duplicate the scope issue on two different cv-190 processors. The device will not be returned to olympus. The root cause of the cannot be determined at this time as the investigation is ongoing; however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The clinical engineering supervisor at the user facility reported that prior to an diagnostic endobronchial ultrasound, the picture in picture image from the ultrasound processor displayed gray on the evis exera iii video system. The procedure had to be rescheduled as the procedure could not start. The patient was not under anesthesia and no patient injury or harm was reported. Additionally, white balancing of the scopes could not be performed the video system gave a white balance failure. The video system was inspected before use and no abnormalities were observed. The connections and settings were correct.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was no anomaly with the subject device, but a problem with the scope used in combination.